Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (b30) message. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is also a reportable event. This medical device report (MDR) is being submitted to capture the reported malfunction by the customer as well as the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was scope communication error due to corrosion on the endoscope connector caused by water invasion. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that water tightness was lost due to a scratch on the bending section cover. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the scope connector was dirty due to water leakage caused by water invasion. It was also observed that there was decreased output of light due to breakage in the light guide bundle. It was observed that the light guide lens had a crack due to a handling issue. It was also observed that the connecting tube had discoloration due to a handling issue. It was observed that the scope identification was not displayed due to no scope ID data storage. It was also observed that the objective lens and the control unit had discoloration due to chemical stress caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, connecting tube, scope connector cover, scope connector, universal cord, flexibility adjustment ring, grip, switch 1, lock engagement lever, lock engagement knob, up and down knob, right and left knob, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, scope cover, control unit and on the switch box. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed there was no delay in the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Error b30 was caused by an electrical continuity error occurs due to water invasion in the scope connector. Olympus will continue to monitor field performance for this device.